Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level displayed as "low"; however, no specific value was provided. Cause was unknown. Customer required assistance from caregiver to provide carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.